Manufacturer narrative:
The soft cannula was observed to be flattened and measured below the specifications. Due to the shortened cannula, fluid was unable to pass through the entire fluid path. The timing and cause of this damage is unknown. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin.

Event description:
It was reported the patients blood glucose level rose to 371 mg/dl while wearing the pod between 36 and 48 hours. As treatment, a new pod was applied.